Event description:
Invacare europe was notified by dolby vivisol that when the technician installed the concentrator, the flow rate was set incorrectly. The patient was receiving palliative care and passed away.

Manufacturer narrative:
The device was returned and evaluated by the service center, and invacare. From the service center's report, it was concluded that the device had no malfunction, and worked as intended within the specifications when checked after the incident. At invacare, the device was tested, and no abnormalities were found. The device worked as intended and within specifications.

Manufacturer narrative:
Invacare was made aware of an event in the (B)(6) involving an irc5po2awn stationary concentrator which was manufactured by invacare (B)(4) in february of 2012. Invacare (B)(4) is no longer in business; therefore, this report is being filed under invacare (B)(4) where the concentrator's are currently manufactured. Invacare is filing this report because the irc5lxo2v, made at invacare owned (B)(6) and sold in the us has been determined to be similar in design to the reported device. The sequence of events is not yet known. The cause of death is not known, and it's unclear if the device was being used by the patient at the time of their passing. Invacare (B)(4) has requested the device be returned for evaluation. A follow-up will be filed when further information is obtained.

Event description:
Invacare europe was notified by dolby vivisol that when the technician installed the concentrator, the flow rate was set incorrectly. The patient was receiving palliative care and passed away.